Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessor connector issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that two of their connecting tube devices could not connect to the endoscope biopsy channel connector in the reprocessing basin of their endoscope reprocessor. Visually the connectors seemed to be in good shape, as the machine was recently installed. The accessories were not used in the patient, and they were replaced to resolve the reported issue. The customer later confirmed that the customer does not conduct a pre-use inspection. There were no reports of patient or user harm associated with this event. Patient identifier (B)(6) captures the endocscope reprocessor. Patient identifier (B)(6) captures one of the connecting tubes, and patient identifier (B)(6) captures the other connecting tube.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.